Event description:
See also manufacturer reports 2032545200805088, 2032545200805089, and 2032545200805090. It was reported that while a bravo ph monitor, the capsule would not attach to the pediatric patient's esophagus. This was the fourth capsule attempted for this patient. The procedure was aborted. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.